Event description:
It was reported that when using the bd pyxis medstation system, a half-height cubie drawer failed. The malfunction occurred when a user tried to dispense medication to the patients, causing a delay to the patient's care, as the required medications were either located at a nearby station or needed to be ordered from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer had failed and required maintenance of pocket c1 at the station. A field service engineer tested the drawer and found no issues with the pockets. After shutting down and reseating all cables, the storage space was successfully recovered. Then, the pocket was recovered, released and unloaded to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.